Manufacturer narrative:
(B)(4). Final analysis confirmed the reported complaint of clavicular crush. A partial lead was returned in three pieces. Clavicle crush damage was found breaching the outer and inner insulations at 26.0 cm to 27.0 cm from connector pin. Clavicle damage was also found breaching the outer and inner insulations at 27.0 cm to 27.5 cm from connector pin; the inner and outer coils appeared fractured in this region also due to clavicular forces. The fracture of the inner and outer coils in this location likely caused the reported high lead impedance. External abrasion breaching the outer insulation was found at 45.0 cm to 46.0 cm from the connector pin consistent with friction with another implantable device or feature of the heart. (B)(4).

Event description:
It was reported that the patient presented in clinic for follow-up. Upon device interrogation, the right atrial lead exhibited high pacing impedance due to clavicular crush. The patient was asymptomatic. The lead was explanted and replaced. The patient was stable throughout the procedure and would continue to be monitored.